Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had nothing but trouble with her implant. She has had issues with the implant moving around and poking out of her back. She has also had issues with charging as well. The patient met with the manufacturer representative on (B)(6) 2016 and he had spent 2 hours with her trying to make adjustments. He could not make adjustments. The manufacturer representative came to the conclusion that since the implantable neurostimulator is loose, every time that the patient uses the patient programmer, she will have to make adjustments for different positions. She did that for a few days and it was working fine up until 2 days prior to the report (2016-10-02). She was having issues with connecting the antenna to her implant. A family member of the patient confirmed on (B)(6) 2016 that the implant was poking out and was at an angle. She had massaged the area and pushed the implant back in and now it was lying flat again, but it was still moving. It was still moving and it had caused a lot of pain and the sciatic nerves in her buttocks were "killing" her. The patient had stated that the implant had been working, but also had not been working 50% of the time. The patient wants to have the implant taken out.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3487a-33, lot# j0309666v, implanted: (B)(6) 2003, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome, peripheral neuropathy, other chronic/intract pain (trunk/limbs), multiple back operations, radicular pain syndrome(radiculopathies), and non-malignant pain. It was reported that there was an increase in stimulation sensation when the patient was just sitting still. The patient would then either turn down the amplitude or turn the implantable neurostimulator (ins) off. The manufacturer representative reported normal impedances. The patient reported that there were no related falls or traumas. The event started to occur about 1 month after the battery replacement in 2015. Additional information from the manufacturer representative on (B)(6) 2016 reported that they had created new programs with each one only activating one lead at a time. The patient was then advised to use these new programs only for the next week or so to determine if these episodes were lead specific. The patient understood and reported that they would follow-up with the manufacturer representative at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was still having issues with the ins battery and charging. The patient reported there was something wrong with the battery. The patient reported having a hard time charging as it never charges fully or quickly. The patient stated the battery was moving and poking out. X-rays were taken and the x-rays showed the ins was flat, however the patient insisted the ins was not flat. The patient stated her hcp saw the ins pop out. But then it "went back in" and it was not out of the pocket, and the hcp believed this due to the patient losing weight. There were no reported complications and no further complications were expected.